Manufacturer narrative:
Analysis of the system data and qc indicate that there are no known system issues that may have contributed to the discordant false positive advia centaur cp troponin test results. No conclusion can be drawn. The instruments are performing within specifications. No further evaluation of the device is required.

Event description:
False positive advia centaur cp troponin ultra results were obtained on two pt samples when compared to follow up troponin testing. The discordant positive results for both patients were questioned by the attending physicians and the follow up troponin test results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra results.